Event description:
During use of the pump console for cardiopulmonary bypass surgery, the occlusion device unexpectedly indicated that calibration was required. There were no adverse consequences to the pt as a consequence of this event.

Manufacturer narrative:
Eval in progress but not concluded.